Event description:
Physician noticed valve tip missing upon removal of 5f catheter during a femoral popliteal graft procedure. Marker band visible on x-ray. Physician tried to retrieve tip during angioplasty, but was unsuccessful. Pushed tip instead into vessel wall. Pt is "ok,...good blood flow", will continue to monitor the pt.